Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Data was successfully extracted from the returned reader using approved software. Analysis of glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range all results were within specification. Therefore, the issue is not confirmed. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with reader. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring non-hcp administration of lemonade for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.